Manufacturer narrative:
Visual and dimensional analysis: the damage to the tip was clearly visible through the packaging. The tip is ovalized between 0 and 2.7 cm, completely flattened between 2.7 and 3.7 cm oval from 3.7 to 6 cm from the distal tip. From 6.0 cm and 8.3 cm, the unit is stretched about 50% longer than adjacent sections. There is a single axis bend at 8.7 cm which, after decontamination, shows broken wrapping wires. In addition, there are 3 single axis bends at 43, 54, and 47 cm from the distal tip. Though there is significant damage to the tip of the catheter, there is no evidence of a bend during the first 3 cm, leading us to conclude that this was a straight-tipped delivery catheter. Functional analysis: the unit in its current condition is not functional as a delivery catheter. The stretched section would not support advancing over a guide wire. The flat spot approx 3 cm from the tip and the single axis bends further down the shaft would prevent the delivery of any devices through this catheter. Conclusions: the ovalization at the tip is consistent with the tortuosity described in the incident report. The catheter appears to have become jammed in the vessel and then buckled at the 8.3 cm point and then stretched while being withdrawn. Neither the distal flat spot nor the proximal bends were mentioned in the incident report. This sort of damage is typical of rough post-incident handling. The device history records for this lot was reviewed and all released parts met process requirements. Additional device manufacture date: 10/05/2009.

Event description:
Catheter was taken as far as the distal vertebral artery but seemed to buckle and would not advance, it was replaced by another neuron due to the stress of the case being a stroke patient with a dissection and tortuous arteries the doctor cannot remember whether it was the mp neuron or the str neuron hence why I have listed both products used and returned the faulty one, on inspection of the faulty product due to it crumple state it is hard to tell if it is mp or str. There was a backup device available. The case was completed successfully. I do believe it is maybe the tortuous of the vessels and the severity of the case as a lot of product was used trying to save the patient. The case was delayed due to seeing the catheter crumple causing a slight delay while a replacement product was brought in opened and flushed.